Event description:
It was reported that during removal of the epidural catheter from the pt, the tip portion separated and was retained in the pt. A neurosurgeon will be consulted and advise the pt. There were no associated pt complications.

Manufacturer narrative:
The sample will be returned to arrow. When our eval is completed, a follow-up report will be sent.